Event description:
Event desc: cortrak assisted nasogastric tube feeding attempted 4 times and in all cases followed the same path. The clinician was not able to aspirate and no x-ray was done to confirm placement. The pt was fed into the lung and developed respiratory complications. The tube was then confirmed as being in the lung.

Manufacturer narrative:
At this time corpak continues to work with the hospital for return of the cortrak system as well as any save stylets. The tracing received does not present a typical gi placement. The tracing received does present a lung placement as illustrated in the instructions for use. It is unclear why the clinician did not react to the info on the cortrak display.